Manufacturer narrative:
The customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported two laser capsulotomies that extended during phaco emulsification following the laser portion of laser assisted cataract surgery. The surgeon reports the laser capsulotomies are weaker and feels they are more likely to tear when compared to a manual capsulotomy. Additional information received confirming that two patients experienced a capsular tear during phaco following the laser assisted capsulotomy. The surgeon attributes the capsular tears to the weak capsulotomy done by the laser system.